Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer successfully completed without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue returned.